Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer troubleshooted the issue by turning off the video system, unplugging the scope and cleaning the contact pins on the scope, turning the power back on, resetting the error code by pressing escapate on the keyboard, plugging the scope back into the video system and then turing the system back on. The issue was not resolved and the error was displayed again. Another scope was tried and worked fine. The customer planned to send the scope for repair since the video system was working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer called olympus to report that the evis exera iii video system center unit was giving error code b30 and e216 scope communication error messages. The issue occurred during a diagnostic colonoscopy procedure. The procedure was delayed 10 minutes and completed with a similar device. There was no reported patient harm or impact due to this event.